Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Event description:
The system error 2240 was found in the review of the event logs of a returned homechoice (hc) cycler. This occurred on (B)(4) 2010 during drain of cycle 1 of 5. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The se 2240 was identified during an initial assessment of a hc device which occurred during drain cycle 1 of 5; there was no report for this alarm called in by the customer. The hp discontinued use of the hc machine (transferred to hemodialysis) and returned it to baxter. The pal determined the hc machine system failed rite testing due to a reload set (rls) 152. The assignable cause was determined to be damaged vsr transducer tubing. It is not evidence that problems with the hc contributed to se 2240. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.